Event description:
According to the available information bladder perforation occurred within the same day of catheter insertion. Cystography found that perforation was already healed.

Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample were available. Checking the quality database revealed no anomaly recorded about this kind of defect. A similar case study based on same item number: ab6r and same defect [bladder perforation] over the last four years: no complaint was found.

Event description:
According to additional available information, the patient was bedridden with a contracted bladder and the bladder wall was hard.